Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with unknown blood glucose for five days. The customer was treated with manual injection. The customer also stated that on (B)(6) 2019 and (B)(6) 2019 the blood glucose was 500 mg/dl and after twelve hour blood glucose was 125 mg/dl. The customer was using the auto mode feature. The insulin pump will not be returned for analysis.